Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacing lead fell out "right away" after being implanted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.